Manufacturer narrative:
The investigation into the hemolysis and the purge leak ¿ cassette issues has been completed since the original report was filed. The pump was not returned for review, but the pc was returned for leaking analysis. No leak was found under leak test. The cause of the high purge flow was not determined since the pump was not returned and a leak was unable to be reproduced on the returned purge cassette. However, based on clinical description and data analysis, the root cause of hemolysis was most likely due to pump was not in the proper position.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 70 year-old male was implanted with an impella cp. The complainant in japan reported that red urine was observed in the patient. The pump position was adjusted because the indwelling position was deep based on ultrasound. Afterwards, the urine changed from red to brown after position adjustment, but renal function deteriorated and urine output decreased, so continuous hemodiafiltration (chdf) was performed.